Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough, throat irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to the CPAP device's sound abatement foam. The manufacturer previously reported in section b.2. Required intervention to prevent impairment/damage. After review, it was determined no required intervention to prevent impairment/damage was reported and this was incorrectly marked in section b.2.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged cough and throat irritation. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external and internally part of the device and found white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box. Light dust-like contamination on the top and bottom of the blower motor and the blower motor seal. The blower motor seal also has a potential black hair or fiber on it. The bottom of the inside of the enclosure had an unknown light gray film of contamination on it. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Section h6 were updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to h10 was made and should be: the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged cough and throat irritation. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external and internal part of the device and found white and black contamination (dustlike), inconsistent with degraded sound abatement foam, at the air input of the blower box. Light dust-like contamination on the top and bottom of the blower motor and the blower motor seal. The blower motor seal also has a potential black hair or fiber on it. The bottom of the inside of the enclosure had an unknown light gray film of contamination on it. Black contamination consistent with keratin is found at the air outlet of the blower box. Potential mineral deposit spots/stains found on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress. Tiny unknown black (inconsistent with degraded sound abatement foam), and brown specs of contamination found on the bottom the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Section h6 are updated in this report.